Manufacturer narrative:
This event is similar to that reported in MDR report 2032499-2011-00001, in that a pull pin disengaged while compressing the implant to the bone. The pull pin is grabbed by a compression tool in order to compress the implant. While compressing, an axial force is applied to the pull pin, whereupon it disengaged. The pull pin is screwed into the implant, but the locking mechanism was compromised, resulting in premature disengagement. According to reporter: "they took the pull pins off and used the driver". The surgeon proceeded to close out the procedure, with no impact to the pt. Further investigation showed that the pull pin was mfg .003" lower than the lower specification limit. This was due to an inability to interpret a standard thread specification. The pull pin is now supplied by a different suppler, who also makes the mating screw. It should be noted that a determination to report was performed on the day that the event report was received (B)(6) 2009 and it was decided not to report. Upon re-review, it was decided to report this event.

Event description:
During compression of the facet screw, the pull pin disengaged prematurely. It should be noted that a determination to report was performed on the day that the event report was received (B)(6) 2009 and it was decided not to report. Upon re-review, it was decided to report this event.